Manufacturer narrative:
The unit was flow tested and performed within specification. Without add'l info from the customer, the pump history records were inconclusive. During service, the unit was found to have a failing stepper motor. The motor has been replaced. Medex was unable to confirm the customer's reported issue or determine a possible cause. No add'l action is necessary at this time. Medex considers this MDR closed with this report.

Event description:
The reporter stated that the pump was reading infusions however, little to no medication was infusing. The reporter was unable to provide any further details. There was no pt injury or treatment associated with this event.